Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01036. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the head of uretero-reno videoscope was bent and failed leak test. This occurred during cystoscopy, left ureteroscopy with laser and possible stent placement procedure, which caused a prolongation of greater than or equal to 30 minutes, with patient under sedation. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2024-01036-01. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, there was no evidence of patient harm, no serious injury, and no adverse patient effects due to the prolonged procedure, thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. The device was evaluated, and the customer's allegation was partially confirmed. The allegation of failed leak test was confirmed as a leak from the bending section cover and instrument channel were identified. The allegation of head of scope is bent was not confirmed as there were no findings of the tip being bent. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the leak from the bending section cover and instrument channel is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.